Event description:
This is a cancellation report. The complaint device was returned and the lab evaluation was carried out on 13-oct-2020, subsequently the investigation was completed on 03-nov-2020. The complaint no longer meets the criteria of FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). Initial MDR report was submitted based on limited information received and an assumption surgical intervention was required. No needle breakage observed when the device was returned. A severity of +1 (none - no health consequence / nuisance to patient or end user) has been assigned.

Manufacturer narrative:
This is a cancellation report. The complaint device was returned and the lab evaluation was carried out on 13-oct-2020, subsequently the investigation was completed on 03-nov-2020. The complaint no longer meets the criteria of FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). Initial MDR report was submitted based on limited information received and an assumption surgical intervention was required. No needle breakage observed when the device was returned. A severity of +1 (none - no health consequence / nuisance to patient or end user) has been assigned.

Manufacturer narrative:
510 k # k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The sheath became detached at the top during first needle deployment. Never seen this before! No patient harm as we realised quickly what had happened and managed to remove sheath and needle from bronchus. I¿ve completed a datix but attached is a picture of the scope sticker in case you need. Faulty device will be returned once collected